Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked alarm during fill tubing. Customer stated that insulin pump had recurring insulin flow blocked alarm even if the insulin pump had not attached to them. Insulin was not exited during manual plunger push. Insulin pump alarmed insulin flow block during troubleshooting. The insulin pump had failed displacement verification test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.